Manufacturer narrative:
(B)(4). Initially it was reported that a sample was available for an evaluation; however it was later determined that a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter product surveillance of an anti-reflux set in which the y-site separated from the set when a nurse accessed the y-site during patient use on an unknown date. There was no reported patient injury or medical intervention reported. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.